Event description:
It was reported that this recently subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted exhibited two inappropriate electric shocks. Which was suspected to be caused by air entrapment or could also be electrode dislodgement. An episode of the smart pass feature disabled was also observed. Troubleshooting options were discussed and recommended. An x-ray was performed and an air bubble was observed near the incision site. Reprogramming efforts were performed. Currently, this s-ICD remains implanted and no additional adverse patient effects were reported.